Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that a lead revision was done due to this left ventricular (lv) lead exhibiting high capture thresholds at 7.5 volts (v) at 2.0 milliseconds (ms). This lv lead was surgically abandoned. No additional adverse patient effects were reported.